Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014, as part of the (B)(4) study. According to the complainant, the patient underwent her second bronchial thermoplasty treatment to the left lower lobe on (B)(6) 2014. It was reported that the patients post procedure fev1 was not back to 80% or greater of pre-procedure levels. The patient was hospitalized overnight yet the fev1 value was not greater than 80% of baseline so hospitalization was prolonged. The patient was treated with a systemic corticosteroid. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available a supplemental report will be submitted. Baseline spirometry values visit date: (B)(6) 2014. Pre-bronchodilator- fev1: 1.80, fev1 % predicted: 77.30, fvc: 2.07, fvc % predicted: 75.90. Post-bronchodilator - fev1: 2.03, fev1 % predicted: 87.30, fvc: 2.42, fvc % predicted: 88.60. Additional information and clarification of event was received as of december 19, 2014. It was reported that the patient was hospitalized overnight. On (B)(6) 2014, the patients fev1 was not back to greater than 80% of baseline and experienced exacerbated asthma, therefore, hospitalization was prolonged. The patient was treated with a systemic corticosteroid, and this event resolved on (B)(6) 2014. The patient was discharged on (B)(6) 2014. Additional information and clarification of event was received as of may 27, 2015. It was reported that the patient was treated with methylprednisolone 40 mg, given via IV every 8 hours.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014, as part of the (B)(4) study. According to the complainant, the patient underwent her second bronchial thermoplasty treatment to the left lower lobe on (B)(6) 2014. It was reported that the patients post procedure fev1 was not back to 80% or greater of pre-procedure levels. The patient was hospitalized overnight yet the fev1 value was not greater than 80% of baseline so hospitalization was prolonged. The patient was treated with a systemic corticosteroid. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available a supplemental report will be submitted. Baseline spirometry values visit date: (B)(6) 2014. Pre-bronchodilator; fev1: 1.80; fev1 % predicted: 77.30; fvc: 2.07; fvc % predicted: 75.90. Post-bronchodilator; fev1: 2.03; fev1 % predicted: 87.30; fvc: 2.42; fvc % predicted: 88.60.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014, as part of the (B)(4) study. According to the complainant, the patient underwent her second bronchial thermoplasty treatment to the left lower lobe on (B)(6) 2014. It was reported that the patients post procedure fev1 was not back to 80% or greater of pre-procedure levels. The patient was hospitalized overnight yet the fev1 value was not greater than 80% of baseline so hospitalization was prolonged. The patient was treated with a systemic corticosteroid. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available a supplemental report will be submitted. Baseline spirometry values visit date: (B)(6) 2014. Pre-bronchodilator- fev1: 1.80; fev1 % predicted: 77.30; fvc: 2.07; fvc % predicted: 75.90. Post-bronchodilator - fev1: 2.03; fev1 % predicted: 87.30; fvc: 2.42; fvc % predicted: 88.60. Additional information and clarification of event was received as of december 19, 2014. It was reported that the patient was hospitalized overnight. On (B)(6) 2014, the patient's fev1 was not back to greater than 80% of baseline and experienced exacerbated asthma, therefore hospitalization was prolonged. The patient was treated with a systemic corticosteroid, and this event resolved on (B)(6) 2014. The patient was discharged on (B)(6) 2014.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.